Manufacturer narrative:
Product ID 97755, lot#, serial# (B)(4), implanted, explanted, product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was due to difficulty recharging the ins. The patient reported that they have been struggling with charging the implantable neurostimulator (ins). Patient stated that on sunday morning (B)(6) 2021 while recharging the ins in the car, they felt a shock inside that "got more intense". Patient stated that it felt like they were getting tased. Patient stated they stopped recharging the ins for several hours before attempting to recharge the ins again. Patient stated that since then, the ins had gone dead twice within 3 days. Patient stated that they had been trying to charge the ins, but kept getting no device found. Patient stated that they finally got the ins to charge today (B)(6) 2021, but within two minutes of recharging, system problem appeared. The patient was unable to further clarify on screen details. Later system problem rm04 was reported to appear. Patient stated that they did a controller reset to clear the system problem screen. Patient was showed how to do a controller reset. A replacement recharger was requested.